Manufacturer narrative:
The device was manufactured between may 14, 2018 - may 15, 2018. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection on the video sample revealed a leak. The reported problem was verified during initial inspection. No other test was performed due to the nature of the returned sample. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.